Event description:
N/a.

Manufacturer narrative:
(B)(6). Sample was received for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; the needle guard was raised and blocking the flow as well as cut/torn silicone housing around the siphon guard. The needle chamber was dismantled, and the needle guard disc was inspected. The needle guard disc was bent, this is due to atypical force when handling the valve. Glue traces were noted on the silicone base, showing that the manufacturing process was applied. The root cause for the cut/torn silicone housing, is probably due to a sharp or pointed object coming into contact with the silicone, or wrong handling of the valve, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the raised and bent needle guard disc could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. A review of the history device records was not possible as the lot number was unknown. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A physician reported that the valve (ID 828805 - certas inline vlv w/ sphngrd) was implanted via vp on (B)(6) 2018 due to secondary normal pressure hydrocephalus after having sah. The initial setting was 4. On (B)(6) 2019, the patient changed the hospital to another hospital; however, ventricular enlargement and somnolency were confirmed. On (B)(6) 2019, the patient went back to the original hospital but no improvement was confirmed. Therefore, on (B)(6) 2019, a revision surgery was performed. The setting of removed valve was 1, and the setting of the new valve (82-8801) is 2. The patient is now recovering. The score of csf protein is unknown. No further information was provided by hospital.